Manufacturer narrative:
The device has not been returned as of the date of this initial report. Add'l info has been requested, but so far it has not been provided. No other reports for this item in the last 5 yrs.

Event description:
The customer reported that the head of the implant broke off in the pt's ear during implantation. Reporter believes that a piece remained in the pt, but is unsure if an add'l surgery was required.